Event description:
It was reported by the patient that the lid of the carelink monitor would not open, that it felt as if it were "frozen" in place. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called to state that the "lid" of the carelink monitor "won't open." The patient felt like it was "frozen in place." The monitor will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.